Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The test cartridge was loaded into the device and unloaded without any difficulties. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic by pass procedure, the surgeon fired the device for the second firing with a white reload across the jejunum. When they attempted to remove the cartridge to reload for the third firing, the cartridge pan had separated and the metal piece was lodged in the device. They could not reload the device for the third firing. They completed the procedure with a new like device. There was no patient consequence reported. The device will be returning for analysis.